Manufacturer narrative:
(B)(4). Approximate age of device- 12 months. The replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that pump stoppages occurred. Log file analysis confirmed the pump stoppages. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. No additional information was provided.

Manufacturer narrative:
Concomitant medical devices: correction changed no to yes for device available-perc lead was returned. Although the reported alarms were confirmed through evaluation of the submitted system controller log files, a potential cause could not be conclusively determined through evaluation of the returned portion of the driveline. Review of the submitted log files showed low speed and pump stoppage events that were captured on (B)(6) 2018 and (B)(6) 2018 while the patient was connected to batteries and the power module. These events resulted in alarms for low speed and low flow hazard. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. Technical services personnel arrived onsite on (B)(6) 2018 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 16.25 inches. Upon visual examination, no damage to the outer silicone jacket or bionate was identified. Electrical continuity testing did not reveal any discontinuities or shorts. The metal shielding showed breakdown approximately 2.5 inches from the controller connector. Visual inspection of the wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. However, the driveline was not entirely returned. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.